Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to clogging of nozzle; air supply volume does not meet the standard value, due to clogging nozzle; water supply volume does not meet the standard value, due to clogging nozzle; water removal ability does not meet the standard value, wear of angle wire; bending angle in up direction does not meet the standard value, wear of angle wire; the play of upward/downward knob is out of the standard value, adhesive on the bending section rubber has a chip, adhesive on the bending section rubber has a crack, adhesive on the bending section rubber has white-clouded area, adhesive around objective lens is peeled, adhesive around objective lens has white-clouded area, adhesive around light guide has white-clouded area, connecting tube has a scratch, universal cord has a scratch, universal cord has a wrinkle, switch 1 has wear, paint on suction cylinder is peeled, and the paint on the air water cylinder is peeled. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. It is unknown if the customer knew what the foreign material was. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope experienced air/water flow issues from the air/water flow system. The issue was found during preparation for use for an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. ¿ the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.